Manufacturer narrative:
As received, a pacemaker was returned for analysis. The reported event of patient removing their own leads was not confirmed. Electrical, visual, and preliminary testing were completed. No device abnormalities observed.

Event description:
Related manufacturer reference number: 2017865-2021-36931, 2017865-2021-36932. It was reported the patient had removed their pacemaker, atrial lead and right ventricular lead due to twiddlers syndrome. The patient then developed an infection due to the system removal. No replacement was implanted. The patient was stable.